Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had flow problems. The following information was received by the initial reporter with the verbatim: event: day shift rn reported they were having malfunctions with pca pump. Nurse completed the shift hand off and cleared the pump. There were about 3 ml left of dilaudid at 1900. Pt lethargic, and noted only 5.3 ml had been charted on for patient usage and current syringe empty. About 5 ml of dilaudid unaccounted for. Reviewed event logs and want to confirm starting volume in syringe. Appears patient received 5.3 ml of dilaudid (10mg/10ml monoject 35 ml syringe used) priming volume of tubing is 3 ml. Unclear if tubing priming was the issue for unaccounted volume of 1.7 ml. I would like to review the event logs if someone is available that could assist.